Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx was implanted on (B)(6) 2012. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/ extrusion/ protrusion of the mesh); back pain; vaginal pain; pelvic pain; painful intercourse; inability to have intercourse; difficulties with bowel motions; incontinence not present before implant; recurrent incontinence; psychiatric injury surgical interventions: on (B)(6) 2021 the patient underwent further surgery regarding the obtryx implant for the following purpose: removal of product. Nonsurgical treatments: on (B)(6) 2021 the patient commenced psychological medication: lexipro for the treatment of: depression. Treatment duration: 1.